Event description:
The patient reported communication issues and changing difficulty with the implant. An advanced bionica representative met with the patient for device evaluation. The problem was confirmed. Explant surgery has been recommended.